Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the safety part of the needle broke as soon as the clear cap was taken off the needle. This happened multiple times.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A photo provided by the customer did not show any product problem. Retained samples were visually and functionally tested. No issues were found therefore we were unable to confirm the reported issue and determine a root cause. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes.